Event description:
Philips received a complaint on the dfm100 device indicating that the user was using the device to monitor patient EKG, and dotted lines and jumping wave patterns appeared on the screen. The patient suffered an out-of-hospital cardiac arrest and arrived at the hospital without pulse. The hospital staff attempted to verify the patient's condition and attached the device to the patient. The hospital staff noticed dotted lines and waves on the screen and switched to another device. No shock was delivered to the patient. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model# 861290) and will be reported in the united states under device model# 861290.

Manufacturer narrative:
This report is based on information provided by philips field service engineer (fse) and has been investigated by the philips complaint handling team. The reports from the customer were conflicting as to the date the event occurred. Although the customer initially reported that the event occurred on (B)(6) 2025, the patient event file (pef) provided by the customer was from (B)(6) 2025. Philips attempted to confirm the date the customer¿s reported issue occurred, but no confirmation was received. A philips clinician reviewed the pef provided from (B)(6) 2025 and determined that the device was in monitoring mode the entire event; manual mode was never selected, and no therapy delivery was attempted as part of a resuscitation. Additionally, no defibrillation pads or paddles were applied to the patient, which would also prevent the delivery of therapy. The pef indicated that ECG capture was intermittent, which aligns with customer reports of ¿dotted lines and jumping wave patterns.¿ it is possible that the customer is referring to intermittent ECG signal shown in the pef from (B)(6) 2025, however, this file is not from the event date reported by the customer. Therefore, a conclusion about the reported failure ¿ECG dotted lines and jumping wave patterns on the screen¿ cannot be determined. A philips field service engineer (fse) evaluated the device onsite at the customer location, and did not find any fault with the device. The fse further tested the device with a simulator and all waveforms were normal. Furthermore, a philips product support engineer (pse) evaluated log files exported from the device from both the event date given by the customer ((B)(6) 2025) and the date on the pef ((B)(6) 2025) and found no device errors or malfunctions. The device was determined to be functioning as per specification and continues to be in use at the customer site. Based on the information available and the testing conducted, the cause of the reported problem was not determined. The reported problem was not confirmed. No device problem was found. It has been concluded that no further action is required at this time.

Manufacturer narrative:
Reporting institution phone # and reporter phone # unknown.

Event description:
Philips received a complaint on the efficia dfm100 defibrillator monitor indicating the customer was using ECG on a deceased patient and dotted lines and jumping wave patterns appeared on the screen.